Event description:
It was reported that customer was hospitalized on (B)(6) 2014 due to high blood glucose of 1000 mg/dl. Customer's current blood glucose was 420 mg/dl. Customer was not able to troubleshoot, but was asked to send insulin pump for analysis. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No signal too low alarms noted during testing. Spanish software anomaly alarms noted in alarm history due to corrupted history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).